Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for two (2) colony forming unit of coagulase negative staphylococci. The obtained results are in conformance with the requirements. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer uses detergent, and suctioned water out of the channels. During manual cleaning, the customer used anios clean excel d detergent and toc care 5mm brush to brushes the operating channel, the suction pistons/cylinders, the operating channel port, balloon channel, and the distal end/area around the forceps elevator. For automated endoscope reprocessor (aer) treatment, the wassenburg (aer) with wassenburg endohigh detergent and wassenburg endohigh paa disinfectant were used. The scope was stored in a plasmatyphoon dryer and olympus is the customer¿s maintenance company. The scope was sterilized daily using typhoon plasma biotic. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera lll colonovideoscope tested positive for 56 colony forming units (cfu) of unspecific aerobics micro-organisms species and 61 colony forming units (cfu) of unspecific aerobics micro-organisms species. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.